Manufacturer narrative:
The immucor laboratory tested retention product on 24aug2015 and 25aug2015 which performed as expected. The immucor laboratory also received returned patient blood sample from the customer site to be tested. This immucor laboratory testing was performed on 26aug2015. The outcome of this immucor testing was that the customer's observations were not reproduced.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2015.